Event description:
Report received from the USA stating that there was "vibration and chatter" with the device. The device was being used during a cadaver lab. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information is received, as supplemental report will be sent. Ref: (B)(4).